Event description:
Additional information was received which noted that the right ventricular (rv) impedance measurements had increased to 1800 ohms the day of the inappropriate shocks. The lead was subsequently surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead has not been returned at this time. If the device is returned, analysis will be performed and this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited noise on the shock channel. The patient subsequently received 20 inappropriate shocks due to noise and double-counting. A surgical revision was performed and the lead was replaced. No additional adverse patient effects were reported.